Event description:
The customer stated he was hospitalized twice in the past two weeks for low blood glucose levels. Troubleshooting was performed and the programming was correct however, the daily totals did not add up correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.